Event description:
Related manufacturer report number 2017865-2022-49164. It was reported that the patient experienced discomfort due to muscle stimulation suspected to be due to the right ventricular (rv) lead and the right atrial (ra) lead. The rv lead and ra lead were capped and replaced to resolve the event. The patient was in stable condition.

Manufacturer narrative:
A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.